Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderatel calcified lesion (90% stenosis degree) in a moderately tortuous part of the mid lcx. Despite pre-dilatation, the stent could not be deployed due to the calcification. The patient was discharged home in stable conditions.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Severe calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderatel calcified lesion (90% stenosis degree) in a moderately tortuous part of the mid lcx. Despite pre-dilatation, the stent could not be deployed due to the calcification. The patient was dischared home in stable conditions.